Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing to due noise that resulted in pacing inhibition. Though exact patient consequences were unknown, the patient was known to be symptomatic to inhibited pacing. During lead extraction, the right ventricular lead was found to be attached to the atrial lead via scar tissue, so both were removed. The patient was stable.